Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing poor performance. Programming adjustments were made, however, the issue is not resolved. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is believed to be due to the use of monopolar electrocautery. The no lock condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. However, some tests could not be performed due to the use of monopolar electrocautery during revision surgery. This is the final report.